Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer found that the compressor was not holding pressure. A cracked elbow fitting on the drain valve was discovered. After the fitting was repaired no internal pressure leaks were observed. Vacuum filters and mains inlet were checked. The compressor unit passed all functional and electrical safety tests and was cleared for clinical use. No part was reported to be used in the repair. The conclusion is that the reported drainage had a cracked elbow fitting causing the reported issue. This is regarded a one-off event. As no goods were returned for investigation, the cause for the cracked elbow fitting could not be determined.

Event description:
It was reported that the compressor shut down. There was no patient harm. Manufacturer ref. #: (B)(4).